Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the hospital due to discomfort. Device interrogation found that there had been a switch to unipolar pacing, and high impedance in both bipolar and unipolar was noted. A lead fracture was suspected, and a temporary pacing lead was implanted. During the replacement procedure, before the incision was made, pacing failure was noted and the impedance test showed undefined high impedance in both bipolar and unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.